Event description:
It was reported that at a regular device implant procedure, the physician noted an inability to insert the terminal pin of the right atrial (ra) lead into this device's connector port. Several attempts were made to turn the setscrew were made until the ra lead was able to be inserted. The screwdriver was exchanged. The physician also noted difficulty in inserting the right ventricular (rv) lead into the header port. This device was subsequently exchanged to resolve the event and no adverse patient effects were reported. The device was returned for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that at a regular device implant procedure, the physician noted an inability to insert the terminal pin of the right atrial (ra) lead into this device's connector port. Several attempts were made to turn the setscrew were made until the ra lead was able to be inserted. The screwdriver was exchanged. The physician also noted difficulty in inserting the right ventricular (rv) lead into the header port. This device was subsequently exchanged to resolve the event and no adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. The outer ra port testing was unable to be completed due to a raised ridge within the chamber from epoxy. This resulted in the observed clinical observation of a ra lead insertion difficulty. A series of electrical tests was also performed, and again, normal device function was observed. The observed connection issue at implant was determined due to be the result of a raised ridge within the ra lead port which inhibited insertion.